Event description:
This spontaneous report was received from a us nurse and concerns a patient. The patient was injected with radiesse, on the day prior to this report on (B)(6) 2023. On (B)(6) 2023, 1 hour after the radiesse injection, the patient experienced major bruising. On (B)(6) 2023, on the day of this report, the reporter saw the patient. The patient had no pain but was concerned that this was a potential vascular occlusion (also reported as inclusion). The outcome of the event was unknown. Follow-up information was received on 31-may-2023: the patients gender (female) was provided. Her initials and date of birth were unknown. She was injected with radiesse, into the marionette area (off label use of device). Batch number was reported as unknown. On (B)(6) 2023, immediately after the radiesse injection, the patient experienced excessive bruising (considered as severe) and there was concern with vascular occlusion (reported as vo). The outcome remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event potential vascular occlusion (inclusion) (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.